Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6) ubd: 17-aug-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the depth upon 80% deployment was observed to be 3 millimeters (mm) on the non-coronary cusp (ncc) and 1-2 mm on the left coronary cusp (lcc). Upon full release of the valve, the paddles "sprung out" and the valve was observed to be positioned above the annulus on the ncc and at 1-2 mm on the lcc. Central aortic regurgitation of unspecified severity occurred as a result. Subsequently, a second valve was implanted. A procedural delay of 30 minutes occurred as a result.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at 80% view, the valve was placed correctly. After final release, the valve dislodged on the non-coronary cusp (ncc) side. The central aortic regurgitation was moderate.

Manufacturer narrative:
Image review: only one image was submitted for review. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Fluoroscopic inspection of the valve load was not available for review, precluding validation of an optimal load. The provided image depicts a valve deployment immediately prior to the point of no recapture, in an indeterminate imaging view. The valve appears to be positioned below the visible cusp margins, suggesting adequate implantation depth; however, the exact depth cannot be definitively confirmed based on this image alone. It was reported that upon final release the paddles suddenly released, and the valve was noted to be positioned above the annulus. Due to aortic regurgitation, a second valve was implanted. The dislodgement event was not captured therefore it is not possible to validate cause of the dislodgement. Additionally, images of the second valve implantation were not made available. Updated b.5, section d, and h.6 the previous report had the delivery catheter system (dcs) listed as a contributing product, however the dcs did not contribute to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.